Event description:
During evaluation of a returned spectrum pump, the device second column of keys were functioning intermittently. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device completed functional testing. During evaluation the second column of keys were functioning intermittently. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be the keypad. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.